Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was admitted to the emergency room due to sepsis. The patient developed infection at the midline incision site. Symptoms were abscess, fever and swelling at the midline incision site, left knee and right wrist. It was unknown if infection was device related and it was noted that the patient was only able to walk 2 weeks post implant. The patient was prescribed antibiotics and in a long term care facility.